Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with automated peritoneal dialysis therapy. The cause of death was reported to be due to cardiac arrest and an additional unrelated indication. The patient was not hospitalized prior to death but it was not reported if the patient was hospitalized at the time of death. It was not reported if an autopsy was performed. It was not reported if dianeal therapy was ongoing up until the time of death and it was not reported if the patient was connected to the baxter healthcare homechoice device at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). Should additional relevant information become available, a supplemental report will be submitted.